Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the system was explanted.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer: 1627487-2019-10747. It was reported that patient had ineffective stimulation and the stimulation was not reaching the required location. A surgical intervention is anticipated in the near future. No further information is available.

Event description:
New information received states that both leads underwent a procedure on (B)(6) 2019. It is unknown what kind of procedure took place. No further information is available.